Event description:
A discordant advia centaur xp ahbs result was obtained on a pt sample. The result was reported to the physician(s). Upon retest, the corrected result was reported to the physician(s). There was no report of adverse health consequences due to the discordant ahbs result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ahbs result was due to a malfunction with the water pump and the bleach valves. The system is repaired. The instrument is performing within specifications. No further evaluation of the device is required.